Event description:
It was reported from brazil that during service and evaluation, it was determined that the air reamer/drill device would not run, motor was damaged, and had a sticky trigger. It was further determined that the device failed pretest for check trigger locking (safety system), check for sticky triggers, check the function of the device, and check the power with the power test bench. It was noted in the service order that the device had a defective trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).